Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the connecting rod was broken. The technician replaced the connecting rod and rocker arm to repair the stretcher.